Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, a 20 mm sapien 3 ultra resilia (s3ur) valve was deployed with nominal volume in the native aortic position in the normal fashion. Since paravalvular leak (pvl) remained at the 3 o'clock direction, post dilation was performed with 0.5 ml more than nominal volume. Transesophageal echocardiography (tee) revealed moderate to severe central aortic regurgitation (ar) in the 4 to 7 o'clock position. A decision was made to perform tav in tav as bailout. Second 20 mm s3ur valve was implanted with 0.5 ml more than nominal volume in the first valve. The central ar resolved and the remaining pvl reduced to trivial. The tavr procedure was completed. Per the physician, it could not be determined whether the ar occurred due to damaged leaflet(s) or leaflet motion restricted.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation and leaflet tear, leading to device replacement were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'post dilation was performed with 0.5 ml more than nominal volume. Transesophageal echocardiography (tee) revealed moderate to severe central aortic regurgitation (ar) in the 4 to 7 o'clock position. Ar worsened after post-dilation. A leaflet tear was noted.' In this case, inflation volume was added 0.5ml (from nominal volume) for post-dilatation. The central regurgitation and potential leaflet torn was observed after the post-dilation. Per training manual, post-dilation can reduce paravalvular ar; however, post-dilation can also increase the risk of over-expanding the valve, which can result in leaflet tear and subsequently cause central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, a 20 mm sapien 3 ultra resilia (s3ur) valve was deployed with nominal volume in the native aortic position in the normal fashion. Since paravalvular leak (pvl) remained at the 3 o'clock direction, post dilation was performed with 0.5 ml more than nominal volume. Transesophageal echocardiography (tee) revealed moderate to severe central aortic regurgitation (ar) in the 4 to 7 o'clock position. A decision was made to perform tav in tav as bailout. Second 20 mm s3ur valve was implanted with 0.5 ml more than nominal volume in the first valve. The central ar resolved and the remaining pvl reduced to trivial. The tavr procedure was completed. Per the physician, it could not be determined whether the ar occurred due to damaged leaflet(s) or leaflet motion restricted. Additional information was reported through the japanese tavi registry that a leaflet tear was noted.

Manufacturer narrative:
Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The central regurgitation through the valve was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''post dilation was performed with 0.5 ml more than nominal volume. Transesophageal echocardiography (tee) revealed moderate to severe central aortic regurgitation in the 4 to 7 o'clock position.'' In this case, inflation volume was added 0.5ml (from nominal volume) for post-dilatation. The central regurgitation was reported after the post-dilation. Per training manual, post-dilation can reduce paravalvular ar; however, post-dilation can also increase the risk of over-expanding the valve, which may impair proper leaflet motion, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental manufacturing report is being submitted, based on the availability of additional information. B4, g3, g6 and h2 are updated. A2 and a3 have been added.